Event description:
Technical service has received a complaint from a laboratory worker who was injecting mice and received an accidental needlestick injury to their finger with the bacto adjuvant, incomplete freund. They sought medical attention and did report receiving a tetanus shot. They subsequently visited the student health center, but did not receive any further treatment. There have been no additional complaints of an adverse health consequence to the accidental injection.